Event description:
It was reported that the arctic sun device was sent down from the emergency department (ed) for having an air leak and not cooling. The dean stated that the department lost the fluid delivery line (fdl) after someone tore it. Per follow up information received on 15aug2022, the biomed states there was no patient injury and has no further information regarding patient. Biomed ran a calibration on device and passed all the tests did not confirm reported issue. After sending the data files to tech support, it was confirmed device was in need for the 2k pm service they would be sending device in for service. Per sample evaluation results received on 07feb2023, the root cause was isolated to a faulty circulation pump. It was reported that the device was unable to cool during therapy and that the fluid delivery line was noted to have a tear in it. It was noted that the torn fluid delivery line was not returned for evaluation. It was stated that the double bend tube, the chiller evaporator outlet tube were expanded. The tank seals were lifted and torn. The mixing pump head motor bearing was seizing. The chiller pump outlet molded tub had a kink causing restricting flow through the cooling system. The flow meter displayed inaccurate readings from a sticking impeller. It was also noted that the double bend tube, chiller evaporator outlet tube and tank seals were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump motor. The device was evaluated and the reported issue was confirmed as it was noted that the mixing pump head motor bearing was seizing the mixing pump motor was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was sent down from the emergency department (ed) for having an air leak and not cooling. The dean stated that the department lost the fluid delivery line (fdl) after someone tore it. Per follow up information received on (B)(6) 2022, the biomed states there was no patient injury and has no further information regarding patient. Biomed ran a calibration on device and passed all the tests did not confirm reported issue. After sending the data files to tech support, it was confirmed device was in need for the 2k pm service they would be sending device in for service. Per sample evaluation results received on (B)(6) 2023, the root cause was isolated to a faulty circulation pump. It was reported that the device was unable to cool during therapy and that the fluid delivery line was noted to have a tear in it. It was noted that the torn fluid delivery line was not returned for evaluation. It was stated that the double bend tube, the chiller evaporator outlet tube were expanded. The tank seals were lifted and torn. The mixing pump head motor bearing was seizing. The chiller pump outlet molded tub had a kink causing restricting flow through the cooling system. The flow meter displayed inaccurate readings from a sticking impeller. It was also noted that the double bend tube, chiller evaporator outlet tube and tank seals were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.